Event description:
According to the available information, during the patient¿s movement in the bed, the bladder catheter breaks (it is not known if it occurred by pulling). The tip and balloon remained in the bladder. The tip and balloon were removed by endoscopic with cystoscopy.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9558594. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, during the patient¿s movement in the bed, the bladder catheter breaks (it is not known if it occurred by pulling). The tip and balloon remained in the bladder. The tip and balloon were removed by endoscopic with cystoscopy.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9558594. In december, we received one used sample, broken. This sample received was not a folysil medical device but a latex catheter. Originator was contacted about this mismatch. She confirmed that the reference in the complaint is aa6114, it's the wrong product that has been sent. Quality database was checked and revealed no anomaly registered in relation to the describe defect. A similar case study was performed based on folysil product, body damaged or broken from december 2020 to december 2024, 5 similar cases were found (B)(4). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.